Event description:
The customer reported that the sys had an interlock error message during a case. The procedure was cancelled. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The p1 connector was reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.